Event description:
After closure of the uterus by the md, surgeon was handed a second suture (o-monocryl). Upon passing the monocryl, the suture separated from the needle leaving the needle embedded in the uterus. The surgeon had to open the first layer of suture to find and remove the needle.